Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while positioning the right ventricular (rv) lead the physician used a catheter in the his region. The physician could obtain satisfying results and therefore switched a different catheter. After the lead was screwed, the measurements were not satisfying physician and physician tried to remove the lead by turning the lead counterclockwise. It was not possible to unscrew the lead. The physician had to retract the lead from the tissue, using force. Because the physician had doubts whether the lead was the cause, the physician chose to take another lead. With the second lead, the physician experienced exactly the same issues, but had to use even more force to retract the lead. There was some tissue stuck in the helix of this lead. The physician is wondered if the catheter was causing these issues. A third lead was attempted and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.